Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 476 mg/dl. The customer indicated that the pump alarmed lost sensor and troubleshooting assisted customer with the sensor and the transmitter. Troubleshooting was performed and found that the cannula was bent. Customer was advised to change out the sensor. The product was returned for analysis. No further high blood glucose troubleshooting was performed.